Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone (h1-lx) atherectomy device with anon-medtronic sheath and spider fx embolic protection device during treatment of a 40mm calcified lesion in the patient¿s distal left superficial femoral artery (sfa) of reported diameter 5.7mm. Slight vessel tortuosity and severe calcification are reported. Lesion stenosis was 90-95%. IFU was followed and the device was prepped without issue. Prior to use of the hawkone, the lesion was crossed with a non-medtronic guide wire and trailblazer support catheter without issue. The physician then attempted to use the hawkone device, but it is reported that severe resistance was noted during initial advancement of the device and it could not cross the lesion. Dilation was performed using a non-medtronic 4x40mm balloon. A second attempted to cross was unsuccessfully. The physician then replaced the hawkone with another model hawkone (h1-m) which crossed the lesion without issue. After completing 10 passes using, the second hawkone device, it appeared to do very minimal lumen gain. There was no issue packaging the nose cone during the procedure. There was no performance issue with the h1-m, the physician assumed that the plaque was hard to cut, as it was a shelf plaque, and even the minimal lumen gain that was achieved was able to help to expand the stent. The device was safely removed from the patient. Physician then decided that to implant a non-medtronic stent to complete the procedure. The procedure was performed in hopes of preventing a stent, with stenting as option if optimal lumen gain was not achieved. There was no patient injury reported.